Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the device not working. Upon procedure, a tear in the tubing connecting the cylinder and the pump was noted. All components were removed and replaced. There were no patient complications reported.